Event description:
Additional information received and stated, in the surgeon's opinion, the lens did not cause or contribute to the event and the patient preferred a vivity. Issues have resolved and the surgeon's prognosis was good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure the patient experienced visual disturbances. The iol was exchanged for a different model iol in a secondary procedure.